Manufacturer narrative:
The ge service rep reported this was an isolated problem to defective interconnecting cable. He replaced defective cable, checked system for proper operation. System operates as intended.

Event description:
The customer reported intermittent lock up. The system keeps shutting itself off. No pt injury was reported.